Manufacturer narrative:
(B)(4).

Event description:
The international customer reported that the v60 alarmed due to an ovp circuit failure. There was no patient involvement.

Manufacturer narrative:
The power management board was returned to the manufacturer for failure investigation. Failure investigation determined the root cause of the reported issue was due to the u16 lead 1 shorting to lead 8 on the power management pcba .

Manufacturer narrative:
Further evaluation of the device diagnostic log determined this was a probable failure of the motor controller board and/ or the power management board. A review of the diagnostic log confirmed occurrences of 35 v supply failures, 5 v supply failures, 3.3 v supply failures, motor controller board adc failure, ovp circuit failure and blower temperature high errors. These failures were a cascade resulting from the probable failure of the motor controller board and/or the power management board.